Event description:
It was reported patient had a 2nd revision of right knee due to femoral component loosening. Doctor removed 19mm x 100 stem, #5ts femoral component, and #6 16 mm ps insert.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown #5 ts femoral component. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.